Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the salvation wire bolts fractured and needed to be tensioned again and new bolts placed.

Manufacturer narrative:
Visual inspection of the returned parts found six bolts returned, however only two were broken. The customer reported 3 broken bolts, but only two were observed in the pack. Both bolts were broken on the proximal end of the shank through the wire guide slot; the fracturing appears a granular breakage. Other than the breakage there were no other unusual deformations observed on the bolt. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the bolts.